Manufacturer narrative:
(B)(4). Baxter medical assessment: if a particle was to be left in-situ, the worse case scenario would lead to localized foreign body reaction. (B)(4). A follow-up report will be submitted upon evaluation of investigation results.

Event description:
When thrombin and calcium chloride were mixed to apply, nurse found a small matter in thrombin vial.